Manufacturer narrative:
A ge service representative performed an on site investigation and informed the customer that the x-ray tube should be replaced. The customer independently had the x-ray tube replaced. The customer reported that an error message was displayed that indicated the milliamps did not increase. The manufacturer replaced the filament driver printed circuit board. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the 9800 system was displaying filament regulator error messages and during fluoroscopy was displaying high milliamp error messages. No patient injury was reported.